Event description:
The customer reported the system displayed a collimator potentiometer error at boot up and would not take x-rays. This resulted a total loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service.